Event description:
Patient reports the lens made a hole in her eye and she went to the emergency room. Follow up attempts for more information have been made with no reply to date. No medical records were provided at the time of the complaint. This is being filed as unconfirmed corneal ulcer.

Manufacturer narrative:
This is being filed as unconfirmed corneal ulcer. Method: no lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions code: there is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the patient's complaint. No conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.